Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is software issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, during a cori tka, portions of the anterior cortex were not filling in on the screen while smart mapping femur, and upon viewing each discrete point, the system greyed out those dots as outliers even though it was actual bone registered. Therefore, smart mapping collection had to be restarted and the same issue occurred again in the same spots. During planning it registered a size 7 femur with 3 tibia, but a/p numbers did not seem accurate, so a size 5 femur was implanted. There was a delay fewer than 30 min. No patient injury or other complications were reported.